Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the patient received medical intervention due to hypoglycemia while using the infusion device. The patient's husband found her in the bathroom unresponsive. The paramedics were called and the blood glucose result on their meter was 44 mg/dl. The paramedics treated the patient with glucose and she was not taken to the hospital. During the evening before the event, the infusion device displayed an e4 occlusion error message twice during the bolus delivery. The infusion device is not expected to be returned.